Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had a blank screen. The patient's blood glucose at the time of incident is unknown. The customer changed the battery to the pump but the display did not return. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specifications. The pump was monitored and no blank display anomalies were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked case at the display window corners and a cracked lcd window.